Event description:
It was reported that suture placement was successful using the proglide device in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The initial procedural sheath size was not reported; however, after the pre-placement of the suture the sheath was upsized to a 20f, the aaa procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. Reportedly as the 20f sheath was removed the knot was pulled down and advanced successfully using the knot pusher. As hemostasis was achieved, it was decided to lock the knot and cut the suture. As the knot was being tightened the locking limb broke. The length that was removed was not measured. Hemostasis was maintained and the rail limb was cut after checking for any sign of bleeding. The patient remained hemodynamically stable overnight. Twenty-four hours post procedure the patient remained stable; no signs of bleeding were observed. The patient was discharged twenty-four hours post procedure, which is the physician's normal practice for percutaneous aaa cases. There was no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It's not yet known if the device will be returned for evaluation. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. Patient reportedly is not overweight.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Subsequent to the previous medwatch report, 15 unused sterile representative samples with the lot number (20822j1) were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.